Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few months post implant of mesh ¿ ventralex, patient was diagnosed with impaired healing, abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list pain as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿there was a small ventral hernia present in a epigastric region. A small piece of ventralex mesh was placed and secured with sutures.¿ (B)(6) 2016 - patient had abdominal pain and impaired wound healing thereby underwent removal of ventralex mesh. Per operative notes, ¿the existing ventralex mesh was unincorporated with surrounding tissues was removed.¿ attorney alleged that the patient had adhesions, infection, mesh shrinkage, nerve damage, pain, hernia recurrence and emotional injuries. It was also alleged that there was a five inch open wound left after the mesh removal surgery, this had to be changed two times a day from surgery until (B)(6) 2017. This caused anxiety, panic attacks and palpitations, the anxiety still continues today.